Manufacturer narrative:
Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of death. The pdrn stated the cause of death was cardiac arrest; however there is no esrd death notification/death certificate available at the time of this investigation. The patient had multiple pre-existing comorbidities which may have been confounding factors. Due to the possible multi-factorial causes, the exact etiology for the patient¿s adverse event of death cannot be fully determined. It is known however, that esrd patients have a higher mortality rating compared to the general population. Additionally, sudden death and cardiac arrhythmias account for 37% of all deaths in the medicare esrd population. The liberty select cycler was not returned for product investigation/evaluation; therefore it cannot be evaluated for causal or contributory involvement. At the time of this investigation, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event(s). Should additional information become available, please resubmit for the evaluation for an amended clinical investigation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2018 the peritoneal dialysis registered nurse (pdrn) for this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient expired during treatment on (B)(6) 2018. During follow-up performed on 30/jul/2018, the pdrn stated the cause of death was cardiac arrest. No additional information is available at the time of this investigation. Additional information was solicited.